Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, the physician noted that the device was in back-up vvi mode. The patient was called into clinic where the device was interrogated and back-up vvi was confirmed. The devices was successfully reprogrammed to resolve the issue. The patient was in stable condition.